Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 1135 mg/dl. Customer experiencing poor taste, sweating, thirst and vomiting. Customer left the hospital after three days, the blood glucose levels were not decreasing. Customer using expired supplies. During troubleshooting, the time and date are incorrect. Assisted customer with correcting. Nothing further reported.